Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical dept with a report of, cord bent. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) by the hospira field service engineer. The power cord has been rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.